Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1: (B)(6).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. E1: (B)(6) hospital. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery with three prostyle devices using the pre-close technique via an 8f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly with all three prostyle devices, the suture was not attached to the needle when the plunger was removed. The sheath was upsized to a large-bore sheath and the tavi procedure was completed. Hemostasis was achieved with manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.